Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the package of a balloon expandable stent device, the stent was allegedly found completely detached and separated from the balloon catheter. The health care provider allegedly used another stent to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the stent and strain relief completely detached from the delivery system. Crimp marks were noted in the appropriate places on the balloon. Therefore, the investigation is confirmed for both stent and strain relief detachments. The definitive root cause for the identified detachments could not be determined based upon available information. It is unknown whether procedural issues opening the device from the packaging contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that upon opening the package of a balloon expandable stent device, the stent was allegedly found completely detached and separated from the balloon catheter. The health care provider allegedly used another stent to complete the procedure. There was no patient involvement.